Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue, the device would not detect a therapy cable connected to the device. Physio determined that the cause of the reported issue was due to connector, designator j21, on the w19 cable, which connects the therapy connector to the therapy pcb assembly, was not connected. Physio reseated the connector to the therapy pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not recognize the ECG cable. Upon evaluation of the customer's device, physio-control observed that the device would not detect a therapy cable. As a result, defibrillation therapy would not be delivered, if it were necessary.   There was no patient use associated with the reported event.